Event description:
It was reported by service report that the nurse call was not functional and bed exit was not alarming at the nurse station. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Communication cord.